Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were episodes that showed noise oversensing on the right ventricular (rv) and right atrial (ra) leads. Nearly a year later, the right ventricular (rv) lead had further oversensing noise that was assumed to be due to the operation of the patient's left ventricular assist device (lvad) and the lead sensitivity was adjusted. The rv lead then triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic) and the ventricular tachycardia (vt)/ventricular fibrillation (vf) detections were programmed off. The rv lead was subsequently explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.